Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 346 mg/dl and 168 or 169 mg/dl. No actions taken based on device results. About 2 hours later, customer felt low blood glucose symptoms and self-treated with orange juice and a banana. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported being hospitalized for high blood glucose. The customer reported having no delivery alarms since she changed the infusion set. The programming and histories on the insulin pump were reviewed and it appeared that the insulin pump was functioning within specifications. The customer did not have an infusion set and a clamp available to conduct a prime and high pressure test. No further information was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.